Event description:
This report is being filed after subsequent review of the following journal article: lee, k. W. Et al (2010) arthroscopic-assisted locking compression plate clavicular hook fixation of the lateral end of the clavicle: a prospective study. International orthopaedics 34:839-845. Between january 2008 and april 2009, patients were treated with a titanium lcp clavicular hook plate (synthes, (B)(4)). There were 23 patients, 19 men and four women, with a mean age of 43 years (range, 21-74 years). A (B)(6) female complained of mild shoulder discomfort and the patient¿s ultrasonography showed subacromial bursitis. The plate was removed and a combined arthroscopic debridement and partial bursectomy as performed. This report is for an unknown titanium lcp clavicular hook plate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lee, k. W. Et al (2010) arthroscopic-assisted locking compression plate clavicular hook fixation of the lateral end of the clavicle: a prospective study. International orthopaedics 34:839-845. This report is for an unknown lcp clavicular hook plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.